Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the cause of the pericardial effusion cannot be determined. The reported unexpected medical interventions required were a result of case-specific circumstances. The reported patient effect of pericardial effusion, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation with a grade of 4. While advancing the clip delivery system (cds), resistance was noted inside the stabilizer. It was noted that when advancing the clip close to the straddle position and adding flex, the clip jumped towards the valve. A pericardial effusion was noted. Pericardiocentesis was performed. However, the patient was still unstable, CPR was performed and an ECMO device was implanted. The patient left the cath lab stable under ECMO and intubation.